Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Gagged [retching]; oscillating disc detachment / damaged toothbrush head [device breakage]. Case description: a mother contacted via social media and reported that her (B)(6) son gagged while brushing his teeth; the mother included a picture of a detached oscillating disc. No serious injury was reported. Follow-up: the mother still had the damaged toothbrush head.

Manufacturer narrative:
08-jan-2020 product investigation results: product return was received and investigated. Product investigation results showed that complaint was caused by a breakage of the refill due to improper consumer handling.

Event description:
Gagged [retching], oscillating disc detachment / damaged toothbrush head [device breakage]. Case description: a mother contacted via social media and reported that her 13 year old son gagged while brushing his teeth; the mother included a picture of a detached oscillating disc. No serious injury was reported. Follow-up: the mother still had the damaged toothbrush head.